Manufacturer narrative:
UDI(di): (B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. No UDI available.

Event description:
Device 1 of 2. Reference MFR rpt #1627487-2015-12326. It was reported the physician noted some fluid leakage after removing the lead. The physician suspected an infection and started the patient on IV antibiotics. Cultures of the site were not taken. The following day the patient was taken to the ER as he was weak and incoherent. The ER physician reported the patient's temperature was 103 degrees and an CT scan was ordered.